Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. Advancing the steerable guide catheter (sgc) was difficult from inferior vena cava to the right atrium due to tortuosity. The mitraclip ntw was advanced. When checking the operation of the gripper in the left atrium, the gripper on latch side did not lower. Torque was released and grippers were attempted again, but the gripper sitll did not function. The clip was removed and replaced. The procedure ended with mr reduced to grade 1-2. The gripper issue was not able to be reproduced outside of patient anatomy. There was no patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. Advancing the steerable guide catheter (sgc) was difficult from inferior vena cava to the right atrium due to tortuosity. The mitraclip ntw was advanced. When checking the operation of the gripper in the left atrium, the gripper on latch side did not lower. Torque was released and grippers were attempted again, but the gripper sitll did not function. The clip was removed and replaced. The procedure ended with mr reduced to grade 1-2. The gripper issue was not able to be reproduced outside of patient anatomy. There was no patient consequences or clinically significant delay.